Event description:
In 2008, pt was implanted with two gore tag thoracic endoprosthesis. At approx 4 months later, a computed tomography angiography revealed an endoleak. A re-intervention occurred about one month later with a gore tag thoracic endoprosthesis, implanted to resolve endoleak. Pt tolerated the re-intervention.